Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. In addition, the fibre bonding in the distal end tubing is damaged, the charge-coupled device unit is defective, and appearance defects throughout the device were found. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report green images with their endoeye hd ii monitor. No patient or user harm has been reported.

Manufacturer narrative:
A purple/green colored image defect was identified, and the image problem was isolated to a defective charged coupled device unit inside the scope¿s rigid outer tube. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The purple/green image defect was isolated to a defective charged coupled device unit (ccd). The exact cause of the defective ccd is cannot conclusively be determined, however, based on previous investigations, the defective charged coupled device unit can potentially be attributed to: - unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿ccd-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including optimization of the bumper sleeve bonding and the alteration of jigs. Olympus will continue to monitor the field performance for this device. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.